Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the explanted ipp was not working leading to the procedure, however the specific issue with the device was unknown. The patient did not experience any adverse events and was said to be healing after the procedure. No more information available at the moment. Should additional information become available, it will be provided.